Event description:
It was reported that patient was to have their implantable neurostimulator (ins) removed in (B)(6) 2011 because it was not working. At the time of this report, the device was reported to not have been removed as of yet and had been turned off for approximately the past 6 months. The patient's family was going to contact the physician to see about having it removed. It was also noted that the patient's suffered from memory loss. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported the device was not working for the patient. There were no abnormalities with the impedance measurements. Reprogramming was tried on numerous occasions including 12 different combinations with no change in efficacy. The patient did not require hospitalization and no injury was reported. The patient was free to schedule a time with the physician for device removal and no other action was needed. The patient outcome was not provided. If additional information is received, a supplemental report will be filed. Refer to manufacturer report no. 3004209178-2012-03440.

Manufacturer narrative:
Lead model 3093-33 lot# v492287 implanted: (B)(6) 2010 explanted: unk; programmer model 3037 serial #(B)(4); concomitant ins system (right): neurostimulator model 3058 serial #(B)(4) implanted: (B)(6) 2010 explanted: unk; lead model 3093-33 lot #v542975 implanted: (B)(6) 2010 explanted: unk. (B)(4).